Event description:
A 26mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for treatment of an abdominal aortic aneurysm. Aneurysm size and vessel morphology at the time of implant are unknown. It was reported that approximately 25 months post implant, the patient was emergently brought in with a ruptured aneurysm. It was reported that the patient had a type ii endoleak and was being monitored. The patient was seen 6 months prior to the rupture and the aneurysm measured 6.5 cm and had expanded to 8.5 cm when the aneurysm ruptured. The physician elected to remove the bifurcated stent graft, however, the iliac limb was left in the patient and the conventional stent graft was sewn to the iliac limb during the open surgical repair. During the removal of the stent graft, the physician determined that there was a type iii endoleak, it is possible that the separation of the stent graft was due to the expansion of the aneurysm related to the type ii endoleak. The stent graft was discarded by the user facility. No additional clinical sequelae were reported and the patient is fine.